Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morph ology is unknown. It was reported that the patient was in for a routine six year follow up. It was noted that the stent graft had migrated 15mm with no signs of an endoleak at the aortic neck. However, there was a type ib endoleak. The patient had a large iliac artery measuring 3.6 cm. The physician decided to embolize the hypogastric on the right side and extend the graft with a 16x13x199, the endoleak resolved. The migration has not been treated. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.